Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: catalog: 500cc mentor smooth round moderate plus profile saline breast implant 3502500 lot:7541051 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation surgery with two 500cc mentor smooth round moderate plus profile saline breast implants experienced left sided deflation post procedure. The left sided deflation was diagnosed by physician. As a result, the patient unilateral removal and replacement with a 500cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2019 (l) catalog: 3502500 sn: (B)(4)).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/30/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it appeared intact. Leak testing revealed that there was a tear measuring approximately 0.1 cm, located at the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).